Manufacturer narrative:
(B)(4). The device was not returned. Without device evaluation, a cause for the reported cuff miss could not be determined. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The device was reportedly used in a calcified artery. Per the instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported. Based on the information received with the reported event, there does not appear to be any indications of an issue with the quality of the product. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring at the beginning of the week). The perclose proglide is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician, trained in the use of the perclose proglide, attempted arteriotomy closure of the calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another device was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.